Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient stated she had an infection. A follow up call was made to the patient's nurse who repoorted that the patient had peritonitis. The culture grew staphylococcus haemolyticus, and she was started on ancef and fortaz. When her cultures came back she was switched to cipro ip per doctor's order for 7 days. She had clear effluent on day two of the ancef / fortaz.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history review confirmed the labeling, material, and process controls were within specification.